Event description:
Reporter stated that customer received the following results on the performa nano system within 4 minutes: 343 mg/dl, 255 mg/dl and 131 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. On (B)(6) 2013 additional information was provided. Lot number information provided and noted. Additional glucose results were provided and should now state: on (B)(6) 2013 additional information was provided. Lot number information provided and noted. Additional glucose results were provided and should now state: reporter stated that customer received the following results on the performa nano system: 95 mg/dl at 15:48 131 mg/dl at 15:52 255 mg/dl at 15:54 343 mg/dl at 15:56 101 mg/dl at 15:59 no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.